Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The initial information received was that a vent inoperative alarm occurred on a trilogy evo device. Upon evaluation the vent inoperative alarm was not confirmed in the logs. During evaluation, a vent service required code related to outlet pressure sensor was confirmed alarming on the device. This error code alone does not represent a malfunction of the device that would impact therapy to the user. The ventilator will still be providing therapy due to having a primary and secondary sensor. If the secondary sensor was to malfunction a separate alarm would occur, which did not. Since therapy was not impacted no risk was found to the user.